Manufacturer narrative:
Device was returned due to infection. DHR sterilization confirmation was reviewed and no anomaly was noted. The device was received in normal working conditions with battery voltage above eri. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that the patient presented for a follow-up in the clinic. With the skin of the device pocket appearing red, swollen, and scabbed on top of it. Cultures indicated, the patient had a staphylococcus aureus infection. The implanted device pocket was noted, to be having pus, during system explant surgery. The physician explanted the system pacemaker, right ventricular lead, left ventricular lead, and atrial lead. The patient was in stable condition.